Event description:
The article, "the impact of residual tricuspid regurgitation on long-term clinical outcomes, following tricuspid transcatheter edge-to-edge repair", was reviewed. This research article is a prospective single-center experience to evaluate long-term clinical outcomes of tricuspid-transcatheter edge-to-edge repair (t-teer) in patients with residual severe tricuspid regurgitation (tr) vs moderate-or-less tr despite procedural success. The devices included in the study were triclip and pascal ace. The article concluded that moderate tr reduction and residual str can improve quality of life, functional capacity, and multiorgan involvement in the majority of patients. [The primary and corresponding author was alexandru patrascu, department of cardiology, rhythmology, electrophysiology and angiology, helios hospital pforzheim, kanzlerstrasse 2-6, 75175 pforzheim, germany, with corresponding e-mail: alexbasket23@yahoo.com.] This study included patients who underwent t-teer from 01 november 2020 to 31 march 2023. A total of 64 patients were included in the study, of which an unknown amount received an abbott device. The average age of the moderate-or-less tricuspid regurgitation (mtr) group was 82 years. The average of the severe tricuspid regurgitation (str) group was 81.2 years. The majority gender was female. Comorbidities included atrial fibrillation, pulmonary hypertension, type 2 diabetes, arterial hypertension, chronic obstructive pulmonary disease, chronic kidney disease, coronary artery disease, peripheral artery disease, mitral regurgitation, and prior stroke/transient ischemic attack.

Manufacturer narrative:
Summarized patient outcomes/complications of triclip delivery system were reported in a research article in a subject population with multiple co-morbidities including atrial fibrillation, pulmonary hypertension, type 2 diabetes, arterial hypertension, chronic obstructive pulmonary disease, chronic kidney disease, coronary artery disease, peripheral artery disease, mitral regurgitation, and prior stroke/transient ischemic attack. Complications reported included heart failure, bleeding, hospitalization/prolonged-hospitalization, death; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling. Literature attachment: the impact of residual tricuspid regurgitation on long-term clinical outcomes, following tricuspid transcatheter edge-to-edge repair b2: death date was estimated b3: event date was estimated d4: the UDI number is not known as the part and lot number were not provided.